Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain caused by lead migration. The patient underwent a revision wherein the lead crashed when the physician tried to pull it. The lead was then replaced. After the procedure, the patient experienced numbness and had trouble moving. It was believed that the symptoms were procedure-related. The patient had physical therapy and was able to walk. Patient was doing well. No further information could be obtained.